Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving an onyx frontier coronary drug eluting stent, stent deformation occurred in vivo post stent deployment. The stent was implanted with no issues, however, when pulling the wire out it looked like the stent had almost crumpled up. The patient was stable. It was stated that it was possible to get a wire back down through the crumpled stent but it was not possible to get a balloon down. The lesion being treated was mildly tortuous, severely calcified with 90% stenosis in the mid left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used during delivery. No further patient complications were reported.

Manufacturer narrative:
Additional information: no difficulty was noted during stent deployment. The stent was implanted with no issues, however when pulling the non-medtronic wire out it looked like the stent had almost crumpled up. No difficulty or resistance was noted during the removal of the guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was stated that it was possible to get a wire back down through the crumpled stent but it was not possible to get a medtronic balloon down. An 1.5x10mm euphora balloon was unable to cross the lesion because it was too tight. A 0.85x10mm non-medtronic balloon was able to cross to post dilate the deformed stent. The euphora balloon was inspected before use with no issues noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: fluoroscopic films were provided for review. The images show the deformed stent within the vessel post deployment. The images show the procedural wire cured back within the newly deployed deformed stent. Images then show that the procedural wire has been removed, and the deformed stent remains in the vessel. Final image shows that the new procedural wire was successfully delivered into the vessel. The failed delivery of the balloon was not shown on the images. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.